Event description:
Customer applied product to a 1st degree burn. After applying various remedies, and within 6 hrs, when the product was removed, it took the skin off. Area involved was about 2 inches. Product was used per package instruction.